Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler went blank during an unknown phase of pd treatment. The patient tried rebooting the cycler, pressed the ok and stop keys, and touched the touch screen; however, the blank screen issue persisted. The ok and stop keys were lit up, but the screen remained blank. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. The patient stated they would perform an alternate method of pd therapy. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation and a replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of particulates within the cassette area. During functional testing, the cycler failed the touch screen test. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however, the front panel display remained blank. An internal inspection of the cycler identified that the cause for the blank screen was due to a shortage on the inverter board transformer. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. During the internal inspection, visual indications of dried fluid were found under the pump assembly on the bottom cover. However, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a shortage found on the inverter board.